Event description:
It was reported that the patient experienced a shocking/jolting sensation, overstimulation and pain at the neurostimulator (ins) site. She could still feel pulsing even after the ins was turned off. Her symptoms started after she lost consciousness while on the toilet and fell off and landed on her ins. A CT scan and fluoroscopy confirmed that her leads were intact. She was at home in fair condition. Further information is being requested from the hcp.